Event description:
It was reported that after a da vinci-assisted surgical procedure, the patient had to return to the operating room to control bleeding from behind the stomach. Initially, it was reported there was a collision with the universal surgical manipulators (usms) which caused an issue with the liver retractor to move and resulted with bleeding in the patient. The patient returned to the operating room later in the day to control the bleeding. Intuitive surgical, inc. (Isi) followed up with the surgeon to obtained additional information regrading the reported event. The surgeon confirmed the patient returned to the operating room. However, the surgeon could not recall the bleeding being due to the arms colliding and moving the liver retractor. The surgeon confirmed the complication and usms colliding were unrelated.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the site's system logs and identified an error indicating that the surgeon's hand(s) may not have been touching the right and left master tool manipulator (mtm) while in following mode. The da vinci 5 system user manual states the following warning: "once in control of instruments, the console operator must not remove their hands from the controls until removing their head from the console viewer, thereby taking the system out of surgeon control mode. Failure to do so may result in uncontrolled movement of the hand controls, resulting in serious harm to the patient."